Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-paced t-wave oversensing was observed via remote transmission. Recommended programming changes will be made during patients next follow up. The patient was asymptomatic.